Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that during a routine follow-up, this pacemaker was found to be at elective replacement indicator (eri) battery status. Premature battery depletion was suspected and device data was submitted to technical services for review. Data analysis confirmed the device was depleting faster than expected due to an abnormal increase in power consumption, and device replacement was recommended for within 60 days. No adverse patient effects were reported. The device remains implanted and in service.